Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Lot number is 61847. The event of a conjunctival hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that during attempted implantation of a xen®45 gts in the right eye, "the patient was bleeding heavily and could not continue" and a trabeculectomy was done instead because of the amount of blood. Hemorrhage was in the conjunctival area.